Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had a burn from the grounding pads.

Event description:
It was reported that the patient had a burn from the grounding pads. Additional information was received that the patient had a burn at the right abdomen. The grounding pads will not be returned.